Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the esd700 component was shorted on the distribution node (dn). The cause of the inability to communicate with a test monitor is the shorted esd700 component. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Investigation into the gel ingress is ongoing under an existing internal corrective action. There is no indication that the damage contributed to the inappropriate treatment event. The damage occurred following the event.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. Multiple counting of tall p and t waves contributed to the false detection. The patient was asleep at the time of the treatment event. The response buttons were pressed after the treatment. There is no indication of medical intervention. The patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) was returned and evaluation is currently underway. A review of the software flags from the last download consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication of a device malfunction that caused or contributed to the inappropriate treatment. Device manufacturer date: monitor sn (B)(4)-12/16/2013, belt sn (B)(4)-05/22/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. Multiple counting of tall p and t waves contributed to the false detection. The patient was asleep at the time of the treatment event. The response buttons were pressed after the treatment. There is no indication of medical intervention. The patient continues to wear the lifevest.